Event description:
It was reported the customer had cosmetic damage on their insulin pump. Customer stated there were cracks on the corners of their insulin pump's screen. The customer was unsure how the damage had occurred. It was also found the customer smelled insulin on his reservoir compartment. Customer did not see any leaks or moisture residue in the insulin pump or on the tubing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 63 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, cracked lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.